Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes indicated that this vns patient had a bigger generalized tonic-clonic seizure on (B)(6) 2012, where her lips turned blue, was more intense, lasted up to three minutes, and was associated with incontinence. The patient also had a seizure on (B)(6) 2012. A normal mode diagnostic on (B)(6) 2012 was within normal limits. A blc on (B)(6)2012 indicated 0 years remaining. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.